Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed, and the battery had high impedance. Performance data collected from the device was analyzed. On (B)(6) 2010 the elective replacement indicator triggered due to high battery impedance. High battery impedance lead to elective replacement indicators.

Event description:
It was reported that the device activated the elective replacement indicator (eri). It was also reported that there may have been premature battery depletion. Additionally, there was noise reported on the atrial lead and the ventricular lead. The device was removed and replaced. The leads are still in use. No patient complications have been reported as a result of this event.